Event description:
It was reported that the catheter had been inserted in the recovery room. It was noticed that the catheter had separated and the distal portion had embolized. The physician performed a cut-down at the site, but could not remove the catheter portion. A special procedure was required to remove the embolized portion. There were no pt complications.